Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly, there was crackling noise and pain after a 'shook wave session' by a physiotherapist. The noise and pain are present at the same time and the pain is increased when the ap is being worn. The noise is only present when the device is stimulated. The recipient has been re-implanted with a new device. The floating mass transducer was still properly placed at explantation.

Event description:
Reportedly, there was crackling noise and pain after a 'shook wave session' by a physiotherapist. The noise and pain are present at the same time and the pain is increased when the ap is being worn. The noise is only present when the device is stimulated. The recipient has been re-implanted with a new device. The floating mass transducer was still properly placed at explantation.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. According to the recipient report the device was explanted due to crackling and pain during stimulation after a shock wave treatment at the physiotherapist. This is a final report.